Event description:
There was bubbling, airleaks during prep. The product was not used in the pt. Per the account, the device was pre-prepped in the following manner: the sds was removed from the pouch but remained in the hoop. The tech attached a 20cc luer-lock syringe filled with 15cc of heparinized normal saline to the inflation lumen hub of the sds and drew back on the plunger, applying negative pressure to the balloon (negative prep). It was during the time, when the tech was performing the negative prep, that the alleged failure was noted. The physician reports that a steady stream of air bubbles came back into the syringe, and that fluid was noted leaking from around the junction of the hub and the hypotube (at the proximal end of the strain relief).